Event description:
It was reported that the customer received a no delivery alarm. The customer believed that the issue was with the infusion set and not the insulin pump. The customer received the no delivery after reconnecting the infusion set. The customer's blood gluocse was 232 mg/dl. Troubleshooting was done. During troubleshooting, the insulin pump alarmed motor error. Troubleshooting continue, and the customer was unable to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.